Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The customer changed all the ise reagents. Controls were run every hour and were fine. Precision studies were acceptable. Late in the afternoon, control recovery was poor on one channel. The alarm trace did not show any obvious issues. The investigation is ongoing.

Event description:
The initial reporter stated they identified performance issues with ise results on the cobas 8000 ise module based on quality controls run after patient testing. Patient samples were repeated and approximately 40 patient results were amended. The customer provided an example of one patient sample with discrepant na electrode results. The sample initially resulted in a na value of 129 mmol/l. The sample was repeated, resulting in a value of 141 mmol/l. The repeat value was considered correct.

Manufacturer narrative:
The field service engineer replaced a defective vacuum nozzle and locking nut. Air purges and reagent priming were performed. Ise checks showed acceptable results. The customer ran calibration and controls; these passed. The investigation determined the issue was resolved by the service actions. The issue is consistent with insufficient analyzer maintenance.